Event description:
It was reported that after disconnecting the infusion set for a shower, the user bent the infusion set connector when reconnecting and contacted support for a supply change; the event involved an infusion set and cartridge with the cannula component, and the issue was characterized as an incorrect procedure or connector attachment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the cannula and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.